Event description:
Device was returned for repair only. Upon receipt, it was noted that the distal tip was broken off and missing. Hosp contact confirmed that the device broke off while in use inplanting a screw. Tip was retrieved and thrown away. Screw was implanted using another driver. No impact to pt or case was reported.